Event description:
Patient arrived to clinic (B)(6) 2022 with noted electrical tape applied by patient to damaged areas of driveline and power cable. Providers offered to replace electrical tape with rescue tape which patient refused.